Manufacturer narrative:
The hakim valve (ID 823113) was returned for evaluation. Device history record (DHR)- lot 4072022, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected and no defects noted. The position of the cam when valve was received was 100mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and pressure. The catheter ends were visually inspected, and show signs of being torn apart. Root cause analysis- the root cause for the issue reported by the customer is probably is probably due to the patient's growth as noted in the complaint, also as noted in the IFU silicone has a low tear/cut resistance.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823113) was implanted via ventriculoperitoneal (vp) shunt about 3 years ago with an unknown setting. The patient's growth was taken into account; therefore, the valve was removed and replaced on (B)(6) 2023. When it was removed, the distal part of the valve was torn due to the pull of the connective tissue.